Event description:
It was reported that the trial was very loose during op after cut of the femur. So, 1 under size implant was implanted.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a discrepancy in femoral resection involving a triathlon mis cutting block was reported. The event was not confirmed. Visual inspection indicated there are some signs of use but the device is otherwise unremarkable. The dimensional inspection indicated the device conforms to specifications. A device history review determined all devices in the manufacturing lot were accepted into final stock with no reported discrepancies. A complaint history review found no other events for the manufacturing lot. The exact cause of the event could not be determined because the femoral trial was not returned for analysis. The cutting block was returned and was determined to be within specification. The reported event describes a loose fit of the trial after femoral resection which suggests a discrepancy with the anterior or posterior cut, further information is needed. No further investigation for this event is possible at this time.

Event description:
It was reported that the trial was very loose during op after cut of the femur. So, 1 under size implant was implanted.